Manufacturer narrative:
The involved spectrum suture passer needle is not expected for evaluation as it was reported to be discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. This device was manufactured on 29-apr-2015. The (B)(4). There have been three other complaints received for this item and lot# combination. A two-year review of complaint history shows there have been twelve similar complaints received for this product. To date, there has been no patient long term adverse effect resulting from this type of incident. Use of this product is technique dependent and the risk analysis has been deemed acceptable per new product quality engineer monitoring. (B)(4). To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with a spectrum suture passer in a shoulder arthroscopy rotator cuff repair, the tip of the needle broke off during the 6th pass. As reported, it was not determined if the tip was removed via shaver or outflow. The tip was not located visually in the surgical site and it was not seen in the x-ray. A 20-minute delay occurred as a result of the breakage and the procedure was completed using an alternate device. There were no further complications and no known injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.